Manufacturer narrative:
As of 21 february 2017, when the complaint analysis was completed, the following additional information was received; the intended target lesion was the anterior descending branch. The lesion was not calcified and there was no vessel tortuosity. The percentage of stenosis was 90%. There were difficulties removing the protective balloon cover. The device did prepare normally. There were not difficulties inserting the product into the patient and crossing the lesion. The balloon did inflate normally using normal pressure. It took 30 s to deflate the balloon. The balloon was eventually deflated by making a puncture. The patient had an injury but got proper treatment with no further injuries. Currently the patient status is normal. Product analysis review: the observations made during the analysis found the following: the balloon cover was not returned with the product. The stylet was not present when the product was returned for investigation. There were three major kinks observed on the catheter at 170 mm, 270 mm and 330 mm on the distal and intermediate shaft. There was evidence the balloon had been prepared and inflated. There was damage noted on the distal tip. The balloon was damaged. Inflation and deflation of the balloon failed because of balloon damage. Based on the investigation conducted the complaint (balloon - deflation difficulty) could be confirmed. The noted damage (balloon damage) does correspond with damage normally associated with this type of complaint. A review of risk management documentation: based on a review of the risk documentation and information available, no updates are required to the risk documentation for the empira device. There is no indication of a potential processing or design failure associated with this complaint. A review of the manufacturing documentation: there was not any CAPA, (corrective and preventative action), mrr (material review report) or deviation being generated for this lot, ce1005474 during the manufacturing process that may have contributed to the reported issue. Statement on trend data (lot only): as of 21 february 2017, when the review was completed, there was one other complaint associated with lot number ce1005474, for the as reported failure balloon - deflation difficulty. Was it used per IFU? The additional information received reported that there were difficulties removing the protective balloon cover. The instructions for use (IFU), states: do not use the product if greater than normal resistance is met during the removal of the shipping stylet and/or balloon cover from the catheter. So the catheter was not used according the instructions for use. As reported / as analysed classification: the complaint reported has been assigned a primary as reported classification of balloon - deflation difficulty following completion of creganna medical information review, the primary as analysed classification has been assigned empira - balloon - damage and the secondary as analysed classification has been assigned empira - tip - damage. The most probable root cause with rationale based on the investigation conducted the complaint (balloon - deflation difficulty) could be confirmed. The noted damage (balloon damage) does correspond with damage normally associated with this type of complaint. The probable root-cause classification assigned to this complaint is 'user/use error'. The definition of ' user/use error' per csop0058 rev 10 is: ' confirmed through complaint investigation that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user.' If further escalation is required: based on the above conclusion, no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types.

Event description:
As reported that the expira nc balloon was failed to deflate in the patient.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
As reported that the expira nc balloon was failed to deflate in the patient.